Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned and evaluated, and the customer¿s allegation of out of eyepiece was not confirmed. Device evaluation found the internal lens was damaged, outer tube was bent, and outer tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope was inspected before use and had an out of eyepiece. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, the following correction in h10 due to an inadvertent error. It was stated that during the device evaluation the customer¿s allegation of out of eyepiece was not confirmed. Correction: the customer¿s allegation was confirmed, the eyepiece had come off the scope. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation of the reported damage, root cause was determined to be consistent with improper handling of the device or excessive force. Olympus will continue to monitor field performance for this device.